Event description:
It was reported that the patient presented into the hospital after receiving inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response rhythm. Tachy therapies were programmed off due to the patient being enrolled in hospice care.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.